Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had went into a fast ventricular rhythm and during the episodes, the right ventricular (rv) lead intermittently undersensed the ventricular rhythm. It was noted the patient had passed out multiple times during the episodes and the r-waves were observed to have been small. The ventricular fibrillation (vf) zone was going to be reprogrammed and anti-tachycardia pacing would be programmed off. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.